Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 40 mg/dl. Customer blood glucose level was 90 mg/dl at time of incident. The customer was treated with food. It was unknown whether the auto mode feature was active at time of low blood glucose event. The customer stated that insulin pump had insulin flow block alarm. The device will not be returned for analysis.